Event description:
On (B)(6) 2026, it was reported by a sales representative via (B)(4) that an ar-6068-90r 90°, curve, right, quickpass lasso wire loop wouldn't advance. This was discovered at the start of a procedure with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.